Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no adverse impact to the customer's blood glucose level. A replacement pump was arranged to be sent to the customer, who will revert to an alternate method of insulin therapy.